Event description:
It was reported that the right ventricular (rv) lead was explanted as the lead perforated to the heart tissue. This issue was identified via latitude remote monitoring. The patient was asked to visit the clinic as sensing, impedance and threshold values were out of normal limits. Subsequently, this led to a pericardial effusion and required a pericardial drain to be place. As a result, a new rv lead was successfully implanted. No additional patient adverse effects were reported.